Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 142 hour extended tests at the customer's settings. The ventilator passed the initial alarm volume test. The unit passed all testing.

Event description:
It was reported by the customer that the ventilator was alarming "patient circuit" during a flight. The circuit was changed and the alarm continued to alarm. The patient was removed from the ventilator and manually ventilated for the rest of the flight. The ventilator was tested using a test lung back at the customer's base and the ventilator did not have any issues. The customer reported that there was no harm or injury to the patient.